Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the us probe fluid damage, the ccd/us probe unit fluid damage, the light guide fiber bundle (lcb) broken, the us connector casing broken, the us connector casing cracked, the up pulley wire stretched, the left pulley wire stretched, the segment corroded, the control body corroded, the forward body frame corroded, the receptacle corroded, the electrical connector corroded, the lg cable connector corroded, the handle corroded, the sub connector (us) corroded, the warning/caution label missing, the ccd/us probe unit leak, the us connector casing leak, the distal body melted, the ccd/us probe unit failure, the angle wire grinding, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, and the us connector cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.